Event description:
Reporter from (B)(6) reported foreign debris inside the pouch of the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent.